Event description:
It was reported that the patient presented complaining of shortness of breath. The p wave amplitude had dropped from 3 mv at implant, to 0.2-0.3 mv on (B) (6) 2009. Intermittent loss of atrial sensing was observed. A microdislodgement was suspected. The physician felt that the atrial sensing was good enough to not make any changes invasively. The system was left at maximum atrial sensing of 0.2 mv, and the patient would be monitored.